Event description:
A post market clinical study reported subject has noticed halos, starbursts. Subject reported halo and starburst as severe on quvid questionnaire. This was reported through a retrospective clinical trial. Additional information has been received and reported as positive dysphotopsias were also experienced. Additional information has been received stating that patient had experienced glare, posterior capsular opacification and a surgical intervention had been performed. The event was noted as related to the device. There are two medical reports associated with this patient. This belongs to left eye.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).